Event description:
About to draw and arterial blood gases (abg) and vent started clicking and read internal battery te5 error. Patient turned cyanotic and heart rate dropped and patient given ppv (positive pressure ventilation) starting at 0526 with no good effect and transitioned to neopuff and 0527 chest compressions started for hr 30-40. Physician came to bedside to assist. CPR stopped at 0530. And ppv continued until new vent setup at 0545. Getinge service tech found servo-n vent to duplicate fault during troubleshooting. Replaced pcb 2024, installed software - allowed unit to ventilate for 4 days. Unit passed all functional and safety tests to factory specifications.